Manufacturer narrative:
(B)(4). The complainant indicated that the pin would not be returned to zimmer biomet for investigation, as it was discarded. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the device is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this surgery; please see all reports associated with this event: 0001825034-2018-03406.

Event description:
It was reported that during a knee procedure, the pin became stuck in the pin driver while being removed and damaged the pin driver. The pin was extracted from the driver and disposed of. The driver was not needed to finish the procedure. Attempts have been made and additional information on the reported event is unavailable.